Event description:
During procedure, the finger pad and pin on the motor's finger control detached and fell into the wound site on the pt's back. The pieces were removed without difficulty and the site was irrigated. There was no pt impact.